Event description:
A pt was positioned in the prone position in a mayfield skull clamp for a craniotomy. The swivel adaptor moved after it was locked. The pt incurred a 3 inch laceration which required 5-6 staples to close the wound. The pt recovered.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.